Manufacturer narrative:
Additional information: d9, h6 and h10. The device was received for evaluation. Visual inspection of the sample identified a hole on the edges of the membrane. Pressure testing was performed, and a leak was observed from the effluent pod. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris set, leaking was observed at the effluent pod and was unable to "pass the prime test". There was no patient involvement. No additional information is available.